Manufacturer narrative:
This report is referencing a user medwatch rec'd from the customer facility. The device was returned and the malfunction was attributed to the device's front panel membrane. The front panel membrane was replaced, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a pt (age and gender unk), the user pressed the charge button and the device failed to charge. The user pressed the charge button on the device three times and the device then charged the energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.